Manufacturer narrative:
A ge service rep performed an onsite investigation. The scsi drive was evaluated and identified as requiring replacement. The component is no longer available, as the system is end of life. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.